Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history to perform a battery life calculation, it was observed that a system diagnostic test had faulted and no final interrogation was performed to ensure the patient left the office at the intended device settings. The next time the patient's device was interrogated which was a month and a half later, the device settings were found to be at system diagnostic test settings.